Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation. Possible model numbers could include 4194; 4196; 4193, 4074. The baseline age/gender is (B)(6) years old and 60% male. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. No further details are available. Referenced article: ¿multi-center study of the safety and effects of magnetic resonance imaging in patients with coronary sinus left ventricular pacing leads.¿ heart rhythm. 2015;12(2):345-349. (B)(4).

Event description:
A journal article was reviewed which contained information regarding implantable leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article references the following complications/failure mode: a lead revision due to ¿sudden increase in threshold.¿ it was noted by the author that this was not related to the MRI. No further details are available. No patient complications have been reported as a result of this event.